Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump was tested with no excessive no delivery alarms and no prime anomaly noted. Pump programmed with 5.0 unfixed prime and all registered properly in the fill cannula history. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer returned their insulin pump for analysis.